Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) when working out in the gym and several untreated episodes were stored. Technical services (ts) review of the episodes was requested. Upon review, ts noted that the shock was inappropriate due to changes in r-wave morphology when the patient's rate increased that led to double counting. Ts noted several stored untreated episodes going back approximately two months with the same morphology at elevated heart rates. It was noted that the shock impedance measurements were good. Ts discussed possible reasons, further troubleshooting and programming options. Testing was performed and the patient went into a bundle branch block at 110 bpm. It was noted that the sensing was more consistent in primary while double counting occurred in alternate sensing vector. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) when working out in the gym and several untreated episodes were stored. Technical services (ts) review of the episodes was requested. Upon review, ts noted that the shock was inappropriate due to changes in r-wave morphology when the patient's rate increased that led to double counting. Ts noted several stored untreated episodes going back approximately two months with the same morphology at elevated heart rates. It was noted that the shock impedance measurements were good. Ts discussed possible reasons, further troubleshooting and programming options. Testing was performed and the patient went into a bundle branch block at 110 bpm. It was noted that the sensing was more consistent in primary while double counting occurred in alternate sensing vector. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient received another inappropriate shock for rate related bundle branch block. The patient requested to have therapy turned off in the s-ICD. Ts was again consulted and upon review determined the new inappropriate shock occurred due to wide signals in a bundle branch pattern and an aberrancy of underlying atrial fibrillation (af). Ts discussed that the s-ECG signal appear good in both primary and secondary vectors. Ts recommended to consider saving a new bundle branch template at a higher rate and monitor in secondary vector as it appears the amplitudes might be lower than in primary vector. Ts also discussed the option of considering other medical means such as changing medication or ablation. The s-ICD remains in service and no additional adverse effects were reported. Additional information was received that therapy was programmed back on and a new template was taken during the bundle branch block rhythm.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) when working out in the gym and several untreated episodes were stored. Technical services (ts) review of the episodes was requested. Upon review, ts noted that the shock was inappropriate due to changes in r-wave morphology when the patient's rate increased that led to double counting. Ts noted several stored untreated episodes going back approximately two months with the same morphology at elevated heart rates. It was noted that the shock impedance measurements were good. Ts discussed possible reasons, further troubleshooting and programming options. Testing was performed and the patient went into a bundle branch block at 110 bpm. It was noted that the sensing was more consistent in primary while double counting occurred in alternate sensing vector. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient received another inappropriate shock for rate related bundle branch block. The patient requested to have therapy turned off in the s-ICD. Ts was again consulted and upon review determined the new inappropriate shock occurred due to wide signals in a bundle branch pattern and an aberrancy of underlying atrial fibrillation (af). Ts discussed that the s-ECG signal appear good in both primary and secondary vectors. Ts recommended to consider saving a new bundle branch template at a higher rate and monitor in secondary vector as it appears the amplitudes might be lower than in primary vector. Ts also discussed the option of considering other medical means such as changing medication or ablation. The s-ICD remains in service and no additional adverse effects were reported.